Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a gastroscopy procedure, it was found that the image was blurry and the user had to re-intubate the patient. The procedure was delayed about 10 minutes. The user replaced the subject device to another similar device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found that the image was blurry could not be duplicated. In the evaluation, olympus (B)(4) also found that the following. The adhesive additionally applied around the light guide lens is partially missing and shows wear and tear. The water invasion in the device. The bending manipulation and insertion tube defects. The foreign material / stain adhering to the operation area. The device referenced in this report (evis lucera elite gastrointestinal videoscope. Olympus gif-hq290) is an endoscope with an instrument channel that allows biopsies of the gastrointestinal mucosa, as well as procedures such as endoscopic submucosal dissection (esd). In case of screen blackout/loss of video signal there is a possibility that mucosal damage and bleeding that require additional medical intervention may occur. Considering all possibilities regarding image blackout during a procedure, while a mucosal damage/bleeding caused by a biopsy snare may be considered non-serious, damage caused by an esd knife can potentially lead to medical or surgical intervention to prevent serious outcomes (e.g. Gastrointestinal perforation leading to emergency surgery), thus the reported event can be considered serious. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 and h6. G2 - checked "other" to add the country united kingdom. H6 - corrected the component code and health effect - impact code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, while the connector cap of the leak tester and ventilation connector of the endoscope were wet, they might have attached/detached under water, then water entered into the scope connector, and an image irregularity occurred. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.